Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, impedance was 447 ohms bipolar and 220 ohms unipolar. Bipolar atrial sensing was poor. A stored egm revealed possible noise. Isometrics did not reveal noise or inhibition. Due to the patient's age and physical status, the physician elected to program the device to vvir mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received